Event description:
It was reported that 40 minutes into the dialysis treatment the venous line became detached from the arterial lumen of the catheter. The pt lost approximately 150cc of blood. The pt was discharged stable from the unit.